Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. Impedance trends were steady and no alerts were recorded.

Event description:
It was reported that the rv lead had an apparent lead fracture and noise. During the procedure the helix would not retract. A pace/sense lead was implanted and the existing rv lead remained implanted for high voltage therapy. No patient complications have been reported as a result of this event.